Event description:
Per the surgeon's report, this bilateral cochlear implant patient begun experiencing dizziness and pain around the implant and coil site with use of her speech processor. The patient described sound as being "scratchy" and not as clear as before. Integrity testing did not find fault with the device. Radiological imaging was normal for device positioning. Her physician removed the device in 2006 and reimplanted a new one in the same ear during this surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.